Event description:
New information received states that post paced t wave oversensing was still present after programming changes were made. The patient was asymptomatic. Further programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin transmission showed non sustained rv oversensing due to post paced t wave oversensing. The device was reprogrammed, however, oversensing was still noted. The patient condition was stable. Monitoring will continue.